Manufacturer narrative:
The device is expected to return. It has not been received.

Event description:
The event involved a tego connector that during a dialysis session, ten minutes after the canaud catheter was connected and the tego® connector was changed, the air detector alarm activated. The nurse noted the presence of air bubbles in the arterial line. The device was changed out/ replaced with no further problems encountered. There was no adverse event or delay in critical therapy reported.

Manufacturer narrative:
H10 ¿ one used d1000 tego was received for investigation on 10/4/2019. The used d1000 tego was vacuum and pressure leak tested. A small tear at the end of the slit on the top surface of the seal was confirmed to be the the source of the leakage. No mating devices were returned to evaluate with the used d1000 tego. The probable cause of the small tear at the end of the slit on the top surface of the tego seal that resulted in leakage cannot be determined. A device history review (DHR) lot# 4032904 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information can be found in section b3.